Event description:
A malfunction alarm identified as malfunction code 9 was reported without any notable events occurring beforehand. The customer did not provide information on whether their blood glucose level exceeded 500 mg/dl, leaving the impact unknown. Technical support assisted the customer in resetting the pump and provided instructions for continued use. The malfunction code did not recur after resetting, and the customer acknowledged and understood the guidance to call back if the issue happens again.